Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: "100's" mg/dl and "300's" mg/dl. The two meters used were both aviva meters. The customer was unsure which result was taken with which meter. No adverse event reported. Return of the suspect device was requested for evaluation.